Event description:
A pharmacist from (B)(6) contacted customer service regarding a contour link meter. A pt was in the hospital and symptomatic for hypoglycemia. The pt's blood glucose was tested using the link meter and the reading was 0.62 g/l. Another blood glucose meter gave a reading of 0.50 g/dl, while the lab test result was 0.35g/l. No other info was provided about the event. The country was advised to return the test strips to the united states for eval. Replacement test strips and a new meter were provided to the customer.